Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the surgeon provided an overview of the event. He recalled that the patient presented with an infected hematoma a few weeks post-op. The surgeon stated that it is difficult to say whether it was stapler related. When asked if there were any issues intraoperatively, the surgeon responded that he noticed that it was harder to fire the device. His partner was having trouble squeezing the device and it did not seem as smooth. However, he did hear the ¿crunch.¿ he commented that he dictates after every firing as he scrutinizes the anastomosis. He scopes each anastomosis, ensures a negative air leak test, checks the donuts, and checks for no tension on the anastomosis. When asked if he inspects the cutting washer, he stated that he does not. He inspects the donuts, but not the washer. However, he reiterated that he always listens for the audible crunch during firing. The surgeon was asked if any malformed staples were observed. He responded that he cannot answer the question fairly as there is also a linear staple line present; he stated that visually the anastomosis was intact intra-operatively. He would divert if anything did not seem right; it ¿passed the muster¿ intra-operatively.

Manufacturer narrative:
(B)(4). Batch # unk. The specific lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. However, based on the expiration date, it was confirmed that the device was manufactured within the bounding time period of the field action attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? How was the infected hematoma identified? Does the surgeon believe the infected hematoma was related to an alleged deficiency of the ecs29a device? If so, why? What is the current status of the patient? Maude report number: mw5086381. (B)(4).